Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black upon retraction. There was no reported patient injury. The procedure was performed using a retrograde approach with the exoseal vcd used in an interventional procedure. The patient¿s status was good following the procedure. The operator was trained on the device, and the device was stored and prepared according to the (IFU) with no visible signs of damage prior to use. A non-cordis short sheath 6f was used. Angiography confirmed femoral artery suitability, including the appropriate insertion angle, and the vessel diameter was verified to be =5mm. The puncture site had no visible calcium, plaque, stent, or stenosis >50%, and there was no history of recent closure device use, hematoma, arteriovenous fistula, or pseudoaneurysm. There were no difficulties connecting the vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked properly, no black color was displayed, and an audible click was heard. Pulsatile flow was observed in the bleed-back indicator. The device and sheath were retracted together until bleed-back slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and the indicator window did not show red. Upon removal, the indicator wire loop was deployed and showed no anomalies. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18397156 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors, as well as patient comorbidities, may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black upon retraction. There was no reported patient injury. The procedure was performed using a retrograde approach with the exoseal vcd used in an interventional procedure. The patient¿s status was good following the procedure. The operator was trained on the device, and the device was stored and prepared according to the (IFU) with no visible signs of damage prior to use. A non-cordis short sheath 6f was used. Angiography confirmed femoral artery suitability, including the appropriate insertion angle, and the vessel diameter was verified to be =5mm. The puncture site had no visible calcium, plaque, stent, or stenosis >50%, and there was no history of recent closure device use, hematoma, arteriovenous fistula, or pseudoaneurysm. There were no difficulties connecting the vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked properly, no black color was displayed, and an audible click was heard. Pulsatile flow was observed in the bleed-back indicator. The device and sheath were retracted together until bleed-back slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and the indicator window did not show red. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device was not returned as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black upon retraction. There was no reported patient injury. The procedure was performed using a retrograde approach with the exoseal vcd used in an interventional procedure. The patient¿s status was good following the procedure. The operator was trained on the device, and the device was stored and prepared according to the (IFU) with no visible signs of damage prior to use. A non-cordis short sheath 6f was used. Angiography confirmed femoral artery suitability, including the appropriate insertion angle, and the vessel diameter was verified to be =5mm. The puncture site had no visible calcium, plaque, stent, or stenosis >50%, and there was no history of recent closure device use, hematoma, arteriovenous fistula, or pseudoaneurysm. There were no difficulties connecting the vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked properly, no black color was displayed, and an audible click was heard. Pulsatile flow was observed in the bleed-back indicator. The device and sheath were retracted together until bleed-back slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and the indicator window did not show red. Upon removal, the indicator wire loop was deployed and showed no anomalies. A non-sterile exoseal vascular closure device, size 6f, involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufactured position, and the indicator wire was found deployed. A 6f non-cordis catheter sheath introducer (cs) was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during the visual analysis. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window subsequently reached the black/white/red position as intended. A high-magnification microscopic evaluation was performed to assess the internal mechanism of the device. No abnormal conditions were observed during this analysis. A review of the manufacturing documentation associated with lot 18397156 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful plug deployment was achieved. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, the device history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.